Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user currently only has limited benefit from the device.

Manufacturer narrative:
Additional information: based on the received information, considering that objective measurements are consistent with a functional device and diagnostic imaging shows a complete insertion, the observed limited benefit from the implant system might be attributable to meningitis sequala. In addition, the presence cochlear nerve hypoplasia might have been a contributory factor. The device remains implanted, being the recipient monitored by the clinic.

Event description:
The user currently only has limited benefit from the device. Since implantation he only had detection of ambient sounds and speech. The device remains implanted. Further steps have not been decided yet by the clinic.